Event description:
The customer reported that during preparation for use in an arthroscopy procedure, the camera head was plugged in and no image was observed. The intended procedure was completed with a similar device. No treatment was required and no patient injury reported.

Manufacturer narrative:
The unit was not returned for evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon of ¿no image appears¿ could not be duplicated as the subject device was not returned. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.